Manufacturer narrative:
The reported renasys device was received at our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. We could not confirm the reported complaint as the device performed as expected during the functional evaluation. A visual inspection did however find the unit with external damages to the casing and the device was also omitting an unpleasant odor. Based on the age of the device, the recommendation was made to discard the unit.

Event description:
It was reported a suction failure on the 6th day.